Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using a wall outlet. The customer's blood glucose (bg) level was in the 120-150 mg/dl range. Reportedly, the pump ultimately was able to charge successfully using the same power source.